Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The generator interface (gib) pcb connections were also evaluated and repaired during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.